Event description:
CUSTOMER REPORTED AN ABO DISCREPANCY ON GALILEO. A KNOWN A POSITIVE DONOR SAMPLE WAS TESTED ON THE GALILEO AND RESULTED AS AB POSITIVE USING THE FWD ABO ASSAY.

Manufacturer narrative:
"Based on visual inspection of the instrument images, a clot was present in the sample . The operator manual states that clottedsamples cannot be tested on the Galileo."